Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance. Threshold was also noted to be high and noise was seen with isometrics. Fracture was then suspected. Moreover, additional information received indicated that the fracture was not confirmed via x-ray. The physician also decided to take no further action at this time due to patient's low pacing percentage. To date, this lead remains in service. No adverse patient effects were reported.